Event description:
Essure procedure. Period symptoms worse than before procedure was done. Had my period for 28 days straight. Pain on a daily basis. Extreme fatigue. Takes most of my effort to get out of bed on a daily basis. Constant back pain and lower pelvic pain. Extreme clotting in periods and extreme cramping.